Event description:
It was reported that an external fluid link was observed from a prismaflex st 100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs were provided for evaluation. During visual inspection of the photos, it was observed that the return screwed connector inside the blood header port was cracked and allowed fluid leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the cracked connector was not determined. The observed damage is typical of mechanical shock applied to a product during shipping, transport, and/or storage which may lead to breakage. The exact moment and location where the shock occurred could not be determined. Should additional relevant information become available, a supplemental report will be submitted.